Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cart would not power on from wall power and the power cord had been damaged, exposing the wire. The power cord was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this unit had a cut power cord. It appeared to have been caught in a wheel and was cut, exposing wires. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.